Event description:
It was reported to philips that the customer needed a replacement ac module. The customer did not state an alleged malfunction. There was no reported patient involvement/adverse patient impact.